Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h2, h3, h4, h6. Corrected field: b5. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026, sampling from: suction biopsy channel, air-water channel, cfu: <1cfu, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive on (B)(6) 2026 for 10-100 colony forming units (cfus) of pseudomonas aeruginosa and enterobacter cloacae complex. The device was retested on january 16, 2026, and it tested positive for >100 cfus of klebsiella pneumoniae and 10-100 cfus of pseudomonas aeruginosa.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >100 colony forming units (cfus) of pseudomonas aeruginosa, enterobacter cloacae, and klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.